Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2010, the patient underwent stenting in the predilated mid left anterior descending artery with one xience v stent. On (B)(6) 2010, the patient began experiencing angina, underwent diagnostic coronary angiography, and was admitted to the hospital. On (B)(6) 2010, the electrocardiogram showed that the patient had a non st elevation and non q wave myocardial infarction. The patient underwent a quadruple coronary artery bypass graft surgery on (B)(6) 2010, in the target lesion. The patient was discharged on (B)(6) 2010. There was no additional information provided.